Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: a review of the black box revealed evidence of ¿cs162" loss of prime due to low non-zero force warnings. The returned battery cap and test cartridge cap were used to complete the investigation. The "ez prime¿ steps were successfully performed on the pump with no ¿cs162¿ warnings or any errors, alarms or warnings.the reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.